Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported that after gamma3 surgery, the nail was broken at lag screw hole. A revision surgery is planned. Additional information is asked to the hospital.

Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation was not possible because the nail was not provided; the root cause of the nail breakage was not possible. The customer confirmed that a delayed-, non-union or pseudoarthrosis are most likely the reason for the breakage. Because the nail was manufactured without any deviation a manufacturing issue can be excluded. Most likely the nail broke in a fatigue fracture due to a not healed bone fracture (patient related). Not healed bone fractures, like delayed unions, non-unions and pseudoarthrosis, are listed as adverse effects in the IFU. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Based on the given information a more precise evaluation was not possible.

Event description:
It was reported that after gamma3 surgery, the nail was broken at lag screw hole. A revision surgery is planned. Additional information is asked to the hospital.